Event description:
It was reported that pump touchscreen was cracked and shattered after phone in customer pocket pressed against pump when customer bent down, leaving display illegible and preventing further interaction with pump. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy and planned to contact healthcare provider, while technical support confirmed warranty status and shipping details, instructed customer to place pump in storage mode and return it within 10 days, and arranged shipment of replacement pump with updated software, advising customer to reenter pump settings and reconnect continuous glucose monitor upon receipt.